Manufacturer narrative:
Pump received with stripped battery cap coin slot noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The keypad connector was inspected and locked on lcd board. Pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons had to press several times and started to stick occasionally. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.